Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4). (B) (4)

Event description:
The customer contact reported that channel 2 of the device did not sound an audible alarm tone during an alarm condition while on the low or high volume settings. The device was returned to the biomedical engineering department with an unsigned note that stated, "plunger failure." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, channel 2 of the device displayed e301 (audio alarm failure) and did not sound an audible alarm tone while in the low or high volume settings. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.